Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation, it could not be confirmed if the event was due to temporary sensor inaccuracy or it was due to the inherent lag in the interstitial fluid sensing technology. Upon further analysis of the system, it was concluded that the system retired the sensor due to sensor performance deviation on 1st of june, and since the sensor was not returned after the sensor replacement alert was asserted, there could be no further investigation possible to confirm the sensor performance at the end of the sensor life.

Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event on (B)(6) 2021. Patient was driving a bicycle at that time and lost orientation. After half an hour, he was able to find his home. Sensor glucose reading was 130 mg/dl where as blood glucose readings was 54 mg/dl. User did not provide any further information.